Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation) keeping UDI partial in emdr (B)(6) as serial number detail is unavailable.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Alarm was active, and pumping had not been resumed. Explained alarm and advised checking helium tubing no blood or visible kink noted. Pressing ¿start¿ resumed pumping. Informed that alarm may recur and advised monitoring for blood. Explained use of ¿fill¿ key if unable to resume pumping.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - h6 (component codes).